Event description:
Report received of difficulty administering epinephrine through the clave valve. The customer reports that the pt was living in an amish community in a rural area. Another resident had to go quite a distance to make a phone call for an ambulance. When the pt arrived in the emergency room, it was reported that their heart rhythm was either in electro-mechanical dissociation or asystole. The clinician reported that "it took a lot of effort to administer the first syringe of epinephrine" via the clave valve. The clinician removed the syringe and noted "the clave silicone center piece was stuck down." There was no report of leaking from the clave valve. A second dose of epinephrine was given easily via the same clave valve. The pt was not able to be resuscitated despite the difficulty in giving the epinephrine, the outcome would have been the same for the pt, because the pt was "down" so long. Additional pt info was requested, but no further info was available.